Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was confirmed via log file analysis. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days (28aug2023 ¿ 30aug2023, 21sep2023 per time stamp). Atypical power cable disconnect and low voltage advisory alarms were active intermittently throughout the log file while connected to battery power on either the white or black power lead. The alarms cleared shortly after activating. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 18:02:42. There were no other notable events active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to a mock loop and was found to operate a pump for extended operation with no issue. There were no issues observed with the system controller that would affect pump operation. The reported alarms were unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller had intermittent power cable disconnect and low voltage advisory alarms. The batteries and clips were exchanged, but the alarms persisted. The hospital attempted to manipulate the system controller power cables, but was unable to reproduce the alarms. Ultimately, they decided the exchange the system controller and the alarms resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.